Event description:
A malfunction alarm occurred with a malfunction code displayed as malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer technical support provided instructions, and the customer successfully reset the pump, after which the malfunction code did not recur. The customer was informed to contact support again if the issue reoccurs and was able to continue using the pump.